Manufacturer narrative:
(B)(4)

Event description:
It was reported that the review of a merlin.net transmission revealed the atrial lead exhibited noise; a potential high lead impedance was suspected. The patient was in stable condition so the physician elected to continue to monitor the patient. No additional information was available at this time.